Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit alarm and stated that the insulin pump also had a blank display. Customer stated that they didn't know how to clear the battery out limit alarm and have been changing batteries since the first incident. Customer's blood glucose reading at the time of the call was 464 mg/dl and has treated with a manual injection. Customer also stated that the blank display did return after the insertion of an alkaline battery. No further information reported.